Manufacturer narrative:
Date of event: exact date of even unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm of an unknown size. It was reported that the patient presented with a type ii endoleak and slight aneurysm sac growth approximately five years post the index procedure. At a follow up visit on an unknown date another year later, aneurysm sac growth was observed along with migration of the bifurcation. A blood test identified a possible infection. Due to the possibility of infection it was determined that endovascular intervention would not be possible and the only other option for treatment was open surgery which the patient decided not to go ahead with. As per the physician, the cause of the event is unknown. No additional clinical sequalae were reported and the patient will be monitored.